Event description:
It was reported that one day post xact stenting procedure in the left internal carotid artery, the patient experienced a stroke with left facial droop. The patient was treated with heparin. CT of the brain was negative. The patient's condition is continuing but improved and the patient was discharged home two days after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is listed as a known adverse event in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.